Event description:
It was reported that there was unexpected longevity on the device. The device is nearing elective replacement indicator (eri). It was noted there was high ventricular threshold for the life of device. There is a plan for device change and possibly new right ventricular (rv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 5076-52 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv capture threshold measured greater 2.5v on (B)(4)-2015 and has historically shown consistent values greater than 2.5v, ranging between 2.0v and greater than 2.5v.